Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement over the guide wire a coagulation of blood/contrast on the guide wire and/or kinks/bends on the guide wire resulted in the reported difficult to advance and the reported difficult to remove. Manipulation and/or inadvertent mishandling of the device ultimately resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the heavily calcified, mildly tortuous, 100% stenosed superficial femoral artery (sfa). A 5.5x150 mm supera stent was implanted in the right sfa without reported issues. The 6.0x120 mm supera self expanding stent system (sess) was intended to be placed proximally, however, the delivery system became trapped with the guide wire before the sheath was introduced and the tip separated outside the anatomy. The supera sess was removed from the guide wire with resistance noted and a 6.0x80 mm supera was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.